Event description:
Shockwave inserted to treat vessel. Vessel perforated. Multiple balloons inserted to treat perforation. Manual pressure held and pressure dressing placed. Patient admitted for overnight observation.